Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 530 mg/dl. Customer went to the emergency room and was subsequently admitted to the hospital where bg was treated with intravenous insulin and saline. Customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.